Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of 06/16/2017.

Manufacturer narrative:
Results: investigation summary/conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root cause description: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products that would not present a safety or efficacy issue nor impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Rationale: based on the above a CAPA is not required at this time. UDI#: (B)(4).

Event description:
It was reported that when retracting the plunger on a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip a ¿ring within the syringe barrel" was noticed. There was no report of injury or medical intervention.